Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1 - this complaint was received through: (B)(6). The device was returned for evaluation; however, testing has not yet been completed. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
It was reported that the plumset primary IV convertible pin exhibited a crack. It was stated that the luer hub had cracked and detached from the tubing. The incident was discovered during patient care. There was patient involvement, and no patient harm.

Manufacturer narrative:
Received one used 146870438 ls primary plumset for inspection. The rotating spin collar was missing from the male luer at the distal end of the set. The spin collar was not returned for inspection. The reported complaint can be confirmed. The probable cause is unknown. A device history lot# review could not be conducted because no lot number(s) was/were identified.